Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case involves a (B)(6) female end user. On (B)(6) 2020 at about 10 p.m. She went to the rest room to perform catheterization and immediately felt pain after taking catheter out. About 1 hour later she went to the emergency room where she was diagnosed with possible gall bladder issues. She was admitted to the hospital for a surgical procedure. When the surgery was completed she was informed that her gall bladder was fine, that when they moved the gall bladder to see if there were gall stones present it was observed that her bladder was perforated. The perforation was treated and the patient was placed on a foley catheter until (B)(6) 2020 when it was removed. The physician believed the cause of the bladder perforation was catheterization. The patient is well with no further issues. No additional information was provided.